Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 7071219.

Event description:
It was reported that the patient had an infection and dehiscence caused by being too active after the implant procedure. Symptom of redness was noted at the pocket site. The physician believed that the infection was not device nor procedure related. The patient was placed on antibiotics and underwent an explant procedure wherein all devices were removed. The patient was doing well postoperatively.